Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously high sodium (na) and potassium (k) results generated by the unicel® dxc 600 pro synchron® chemistry analyzer. The original na result for sample 1 was 162.7mmol/l and the repeat result was 140.7mmol/l. The k result for this sample was 4.4mmol/l and the repeat result was 3.5mmol/l. A second sample when tested gave a na result of 177.8mmol/l with a repeat result of 140.9mmol/l and a k result of 5.8mmol/l which repeated at 4.1mmol/l. The erroneous results were not reported outside of the laboratory. There was no impact to patient treatment as a result of this event.

Manufacturer narrative:
Qc was out of range prior to the event but upon repeat, qc was within the lab's established ranges.a bci engineer went on-site and replaced the ratio pump piston which was found to be damaged after which the problem was resolved. A malfunction will be assumed for the purpose of this report.